Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the issue. The fiber-optics were tested and passed all tests. The helium transducer calibration passes. The batteries and safety disk were replaced as they were due for replacement. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the end user was unable to calibrate the optical sensor of the cs300 intra-aortic balloon pump (iabp). The iabp would not zero pressure. The patient was put on another iabp. There was no harm or injury to the patient and no adverse event was reported.